Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer's other blood glucose values were 350 mg/dl and 250 mg/dl. The customer stated that he received motor error on his insulin pump while taking bolus. He also stated that his blood glucose had been running in 400-500 mg/dl range. The customer was assisted with troubleshooting for the motor error and he was able to complete the insulin pump rewind. The customer was treated with insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test.